Manufacturer narrative:
Recurrent active gi (gastrointestinal) bleed. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was admitted on (B)(6) 2016 for complaint of weakness, shortness of breath and fatigue. Patient stated he has been feeling like this since (B)(6) 2016. Patient stated that he noticed blood/darkened stools on (B)(6) 2016 through (B)(6) 2016 and bright red blood stool on (B)(6) 2016. He came to the clinic on (B)(6) 2016 with complaint of lightheadedness, lack of energy and vomiting. A stat hgb was drawn and it was 6.3; hct 20.4. Patient was admitted to emergency room from clinic to receive 2 pack red blood cell (prbc) and a gi consult. It was stated that gi will do colonoscopy once inr drifts down. On (B)(6) 2016, had another bloody bowel movement overnight; hgb 7.6 & hct 23.6; transfused 2 units prbcs; inr 3.31; will wait for inr to trend down for colonoscopy. Colonoscopy finally done on (B)(6) 2015 and showed no blood in colon; multiple large wide mouthed diverticuli throughout colon; large internal hemorrhoids; no avms seen. Discharged to home on (B)(6) 2015 without asa; gi states capsule study to be done as outpatient. No further information available.